Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿broken¿ was confirmed. Device evaluation found a damaged connector seal. The following are additional findings: noise on image due to a faulty charge coupled device. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Pg. 19. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the autoclavable camera head was broken. The issue was found during preparation prior to sedation, and the intended procedure was therapeutic. There were no reports of patient harm.